Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154928.

Event description:
Voluntary medwatch received states a patient's atrial lead presented with high capture thresholds. Programming changes were made to restore normal parameters. The patient status was unknown.